Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Event description:
A customer reported the surgeon experienced an occlusion during a cataract removal procedure on the right eye. Additional information received from a nurse indicated the surgeon replaced the phacoemulsification handpiece and the cassette and occlusion persisted. The surgery was completed and there was no harm to the patient. This case is one of two. No additional information is expected.

Manufacturer narrative:
A product sample has been received by manufacturing and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).